Manufacturer narrative:
1/13/97- supplemental report #1 sent to FDA.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument ejected clips prematurely. The surgeon retrieved all clips without incident. A new instrument was used to complete the procedure.